Manufacturer narrative:
Device evaluation: analysis of the returned device identified: delamination on valve. Leak test and microscopic analysis was performed which identified: delamination on valve. Based on the device analysis the final assessment is: a delamination total of the valve (adhesive failure).

Event description:
Healthcare professional reported right side device removal due to "unexplained asymmetries" and capsular contracture, baker grade ii. Upon explant, a "slow leak" was discovered. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "unexplained asymmetries".

Event description:
Healthcare professional reported right side device removal due to "unexplained asymmetries" and capsular contracture, baker grade ii. Upon explant, a "slow leak" was discovered. The device has been explanted.